Event description:
"Sunday am, it was a straight shot down an lad (left anterior descending artery) following stent deployment. The catheter crossed easily and we started imaging. After a few seconds we lost the image. At this point I was unable to pull the catheter back to re-flush and I had to remove everything. Upon reengagement with the guide there was a new lesion in the proximal lad and the patient developed cp (constrictive pericarditis). That had to be stented and then formed thrombus again, requiring repeat ballooning and an iib/iiia infusion."